Event description:
Post c-section procedure, the distal end of the catheter broke while being removed. The surgeon indicated that the remaining portion of the catheter would not be removed as it was too deep. The surgeon stated that the patient was doing well and that there were no complications or problems at the first follow-up visit.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Additionally, a lot number was not provided by the initial reporter, therefore, I-flow is unable to conduct a historical complaint assessment for a particular lot. Further investigation was conducted on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since2002 by dividing the number of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. In addition, I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the atached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. The product directions for use (dfu) states "after removal, check the distal end of the catheter for the black marking to ensure the entire catheter was removed." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter 9or portion thereof) is left in the bdoy for longer than this period of time.